Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (5.0mg at 0.3751mg) via an implantable pump for non-malignant pain. It was reported that patient reports that her pump has flipped in the pocket. Patient has been unable to have their pump filled with medication and now the pump is alarming. The patient underwent surgery on (B)(6) 2026. The pump was repositioned and secured in the pocket. It was also refilled before closing and the issue is resolved.